Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed incoming testing) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a disconnected rear response button cable. The root cause for the disconnected cable could not be positively identified. There is no indication that this device malfunction caused or contributed to the patient¿s passing as the patient was not wearing the device at the time of passing.

Event description:
The monitor was returned for investigation into a non-reportable patient death and failed incoming functional testing.